Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected" alarm but no blood was detected in the iab tubing. The customer reset the iabp and tried to calibrate the iabp unsuccessfully. The iabp generated an "unable to calibrate iab optical sensor". With the help of maquet service over the phone, the iabp was replaced with another iabp and therapy was continued. Patient death was reported. MDR 2248146-2014-00140 (internal complaint # (B)(4)) was opened in regards to the iab used during this event.

Manufacturer narrative:
Since this facility does not use maquet for services and the time lapse of this complaint, no further evaluation was made with respect to the iabp (serial number) and the resolution of the event. (B)(4).